Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 15.5 cm. A distal portion was received measuring 49 cm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had several non-physiologic non-sustained ventricular tachycardias (nst) and a very high number of short interval counts (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.